Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 6/6/2017 : the device was returned to animas and evaluated by product analysis on 5/9/2017 with the following results. Force sensor measured within spec. Unidentified force low observed in the black box, force sensor calibration in specification. The black box shows loss of prime warning associated with a low non-zero force. An ezprime and 24 hr duration test were successfully completed with no loss of prime warnings being duplicated. Battery compartment is cracked above & below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.